Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, correction to the report a voluntary MDR/medwatch report was received on 10/17/2023.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number(B)(6). However, data for the transmitter with the serial number (B)(6). Was provided for evaluation. It was determined that the signal loss was related to the mobile application. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.